Event description:
The patient had a cypher and taxus stent implanted approximately 18 months ago. She stated that she was on plavix for 90 days after the first two stents were implanted. Nine months post stent implantation, the patient suffered three cardiac arrests and had to be resuscitated. She had ongoing premature ventricular contractions and had a 3.5 x 23mm cypher stent implanted on may 25, 2007. The patient stated that she has never regained her strength and has frequent bone and joint pain and constant gastrointestinal distress. She continues to have premature ventricular contractions. The patient also stated that she has an allergic reaction to IV catheters and the tape used to hold the IV line to the body. The patient's medications currently include the following: aspirin and plavix.

Manufacturer narrative:
The event involved a female with unknown medical history. The indication for admission to hospital is not known, however, the patient reported she underwent implantation of a cypher and a taxus stent. The location of the stents is not known. Post-procedural medications included asa and plavix. She reported nine moths following the implantation, she experienced cardiac arrest on three occasions. She has since experienced ongoing premature ventricular contractions and underwent implantation of another cypher stent nineteen months following the index procedure. She reports she feels weak, has frequent bone an joint pain and constant gastrointestinal distress. The cypher stents remain implanted in the patient and thus not available for evaluation. The lot number of one stent is known (3.5 x 23mm) however, it is not clear if this was the first or second cypher implanted. Based upon the information provided, it is not possible to conclusively determine the cause of the events.